Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed a product malfunction. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted. (B)(4).

Event description:
It was reported that small black spots were observed on the products. It was stated that there were 10 boxes opened and all of them were found defective with the same manufacturing lot number. A photo was provided depicting the reported event. No patient was involved and no additional information has been provided.